Manufacturer narrative:
Pump received with a cracked case near the corner of the belt clip rails on the battery compartment and cracked battery tube threads. Unable to perform the displacement test due to a pump error 38 alarm during rewind. Received a pump error 38 alarm during the rewind test due to a corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer advised the insulin pump had moisture damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.